Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and found an increased intraperitoneal volume (iipv) during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain / use error as the tidal ultrafiltration removal was set too low. A service history review revealed no previous service events were related to the iipv. Labeling review found labeling to be adequate for the user error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2011 during drain cycle 4. The patient's drain volume was 3916ml. The fill volume was 2000ml, this meets iipv criteria. (B)(4) contacted the nurse on (B)(6) 2011 regarding the iipv. The nurse was not aware of the excessive drain, however, the patient has not reported any symptoms of overfill. The patient has resumed therapy and has not reported any issues. There was no patient injury or medical intervention associated with this event. No further information is available.